Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump did not alarm a downstream occlusion. During a continuous epinephrine infusion in the pediatric cardiac intensive care unit (pcicu), at 0.68ml/hour had been running for ¿several hours¿. At an unknown point the line was clamped, and the pump did not alarm the line was occluded. It was unknown how long the line was clamped. The pump was removed from service, the line decompressed while detached from the patient, and the nurse restarted the infusion on a different pump. It was further reported the patient experienced ¿mild/temporary harm¿; however, this was not further specified. No further information was available at the time of this report.